Event description:
It was reported that during emergent placement of presep catheter, the physician noted difficulty advancing over the guidewire at 10cm and he could not advance the catheter beyond 15cm. The catheter and guidewire were withdrawn and once the guidewire was completely out, he noticed that the distal end of the guidewire was "frayed" (uncoiled). A new tray was opened and a new catheter was inserted without further incident. It was the reporting physician's opinion that the subclavian position chosen was not the most ideal position for insertion (not far enough superior to the patient). As a result, he thinks that the bevel of the introducer needle may have snagged the guidewire during the initial insertion attempt. There were no patient complications reported.

Manufacturer narrative:
One presep catheter was received with a damaged 0.032" guidewire. The catheter was examined and the catheter body, backform and extension tubes were found in good condition. The distal and proximal lumens are patent and did not leak. A lab sample 0.032" guidewire was passed tip to hub and hub to tip without any restrictions observed. The customer guidewire was returned with the "j" tip weld break and the outer coil wire has been stretched and uncoiled over a 28cm area. There is no wire missing from the guidewire. The needle was not returned for examination. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Although the complaint was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. Procedural factors may have contributed to the difficulty experienced. No corrective actions will be taken at this time. Edwards is currently in the process of implementing a nitinol guidewire in this product family to facilitate easier placement.

Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received.